Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was not able to charge the implantable neurostimulator (ins) all the way. All eight coupling boxes would be shaded, the patient would charge sometimes for eight hours, but the battery was only charging to half way. The patient noted understanding the importance of having all coupling boxes for charging efficiency. The ins was noted that the ins was loose in the pocket, and "moves all over the place." The ins was not working as well and there was a loss of therapeutic benefit. The patient was not feeling any paresthesia in the legs any longer, and only getting cramping in the legs instead. This began about one to three months ago. Stimulation was not helping as much with pain and spasms. The patient stated that it felt like it was off, checked and it was on. Additionally, the patient was being referred for a revision. The patient indication for use was noted as other. Follow-up was performed to determine the cause, what steps were taken to resolve the reported event. This event will be updated if additional information is received.